Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: incomplete anchor insertion may result in poor anchor performance. Do not remove the retention suture from the inserter before the anchor is properly secured in the insertion site. The retention suture can be used to retrieve the anchor should it disengage prior to being inserted into the bone. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the distal eyelet of the footprint ultra pk suture anchor broke during insertion for rotator surgery, the sutures did not hold and the anchor remained in the patient. The malfunction was solved with no delays drilling an additional bone hole to use a back up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.